Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).